Event description:
Rn opened box of gloves and attempted to put the gloves on and found them to stick together. This caused difficulty in applying the gloves and then a couple were noted to have holes in them.